Manufacturer narrative:
Findings: unit was downloaded to carelink personal successfully. However, several a47 alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer cannot upload to carelink personal. Insulin pump will be returned for analysis and will be replaced. No additional information provided.